Event description:
The customer reported one of the workstation handles was broken. There is not report of death or injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation handles were replaced. The sys was tested and found to be working as intended and put back into svc.